Event description:
It was reported that when removing a pt after an MRI scan, the operator noticed a small burn on the pt's right forearm. The pt was under anesthesia during the MRI scan and co were informed that their forearms was in contact with the inner MRI bore during the scan. The pt's arm was treated with ice and ointment prior to discharge. However, the following day, the pt was seen by their primary care physician who noted a large blister on their arm. Co was informed that the primary care physician popped the blister and dressed the affected area with a bandage.